Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported or coordinator indicate they had a problem with loading a lcs and were unable to get it to close. The rep was told that the problem occurred last week and she could not remember the surgeon. The case was completed without incidence using another lcs. There was no consequence to the pt.